Manufacturer narrative:
This report is being sent to correct b5, event description. This report is being sent to correct b5, event description. Additionally, this report is being sent to provide new information in section h6, evaluation conclusion code.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently declared a high impedance alert. The following year, the physician had deactivated tachycardia therapy due to this out-of-range impedance (greater than 400 ohms) and an improvement of the patient's ejection fraction. However, recently, the ejection fraction had deteriorated, and the physician elected to perform a system revision. When attempting to remove the electrode with a slight pull, the electrode fractured into two segments. The physician hypothesized that the location of this rupture was likely the result of the elevated impedance measurements. This s-ICD system was subsequently explanted and replaced with a new system to resolve the event and no additional adverse patient effects were reported. It was previously noted that the explanted system will be returned for analysis, but it was confirmed that only the electrode was returned. This explanted device was retained by the healthcare facility and will not be returned.

Manufacturer narrative:
This report is being sent to correct b5, event description. Additionally, this report is being sent to provide new information in section h6, evaluation conclusion code.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently declared a high impedance alert. The following year, the physician had deactivated tachycardia therapy due to this out-of-range impedance (greater than 400 ohms) and an improvement of the patient's ejection fraction. However, recently, the ejection fraction had deteriorated, and the physician elected to perform a system revision. When attempting to remove the electrode with a slight pull, the electrode fractured into two segments. The physician hypothesized that the location of this rupture was likely the result of the elevated impedance measurements. This s-ICD system was subsequently explanted and replaced with a new system to resolve the event and no additional adverse patient effects were reported. The system is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently declared a high impedance alert. The following year, the physician had deactivated tachycardia therapy due to this out-of-range impedance (greater than 400 ohms) and an improvement of the patient's ejection fraction. However, recently, the ejection fraction had deteriorated, and the physician elected to perform a system revision. When attempting to remove the electrode with a slight pull, the electrode fractured into two segments. The physician hypothesized that the location of this rupture was likely the result of the elevated impedance measurements. This s-ICD system was subsequently explanted and replaced with a new system to resolve the event and no additional adverse patient effects were reported.